Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 28-feb-2017 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer 5 on the stations full-height drawer could not be recovered. A field service engineer inspected the device, pocket b1 was found leaning forward and obstructed due to the full-height tray not being securely locked on the drawers left side. The fse powered down the station, removed the side panel, and adjusted the tray by unscrewing and repositioning it properly. After manually releasing the pocket and resetting the connection, the drawer functioned correctly. All pockets were tested using the hardware testing application with no malfunctions found. The customer successfully accessed the user application and recovered storage space. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, had a cubie not release. The customer stated that this malfunction occurred while dispensing the medication and caused a delay to the patient care. There were no adverse events or injuries reported based on this event.